Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during advancement of the nc trek balloon dilatation catheter, slight resistance was met from calcification just proximal to the lesion. During post-dilatation, the balloon ruptured during the first inflation at 10 atmospheres (atm). Another non-abbott device was used to successfully complete the procedure. There was no adverse patient effect or clinically significant delay in the procedure. There was no additional information provided.